Event description:
Customer reported via phone call that they were experiencing low blood glucose. Customer blood glucose was 44 mg/dl. Customer was treated with food for low blood glucose. Customer stated symptoms related to low blood glucose that were weakness and dizziness. It was unknown whether the customer was using auto mode feature or not at the time of event. Customer stated that there was loss of communication between insulin pump and meter. The insulin pump will not be returned for the analysis.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.